Manufacturer narrative:
Upon receipt of the complaint, centerpoint systems immediately requested additional information in order to determine what further action, if any, is required as well as to clarify what took place during the event. Centerpoint has not received any additional information indicating if/how the device was involved in the perforation and/or how the device malfunctioned . Although there is no indication of device malfunction or that the cps locator 3d delivery catheter was directly involved in the perforation, centerpoint is submitting this medical device adverse event report out of caution to ensure all regulatory requirements are met. No further information or conclusions are available at this time.

Event description:
Perforation occurred when using locator 3d. Ultipace lpa1231 & cps locator 3d sheath perforated septum into lv during left bundle area implant. No patient symptoms or consequences. Lead repositioned without issues.